Event description:
It was reported that the caregiver was unable to activate a new libre 3 plus sensor for use with the ilet, receiving repeated scan unsuccessful messages until the prior sensor was stopped on the ilet, the phone was restarted, and the new sensor was rescanned, after which activation succeeded and glucose remained stable. Symptoms included no reported adverse physiological effects. Outcomes included no disruption requiring medical care and no alerts or alarms once the sensor was activated. Investigation included guided troubleshooting and user education by support, including sensor stop/start sequencing, phone restart, and delayed reconnection of the ilet for approximately 1.5 to 2 hours after activation. Investigation of this case revealed successful sensor activation following troubleshooting and no device performance issue with the ilet once proper setup steps were completed. It was concluded that the event was related to sensor activation and setup and that the system functioned as expected after correct procedures were followed.